Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had intermittent power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated no alarms, warnings, or pump reboots related to the complaint. The pump powered on and displayed the verify screen properly. No damage was observed to the pump casing and no evidence of moisture ingress was found in the battery compartment, nor in the pump case. The battery cap measured within specifications and secured properly to the pump. No evidence of intermittent contact was found was found on the battery terminals. The intermittent power issue was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.